Event description:
It was reported to philips that the system was not turning on. The system was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system was not turning on. Upon troubleshooting the fse checked the system onsite and turned off the system but found no issues after multiple restarts. The fse went onsite next day to monitor and found no issue with the system. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.